Event description:
Medical assistant spilled preservcyt solution which contained pt sample on her and a co-worker's (practice administrator) hands. The medical assistant was placing the vial in a plastic bag when it spilled. The cap was not screwed on appropriately. The sample had been in the solution for approx 2 hours. The sample was from a pt who possibly has (B) (6). Customer had an msds for preservcyt on hand. Both the medical assistant and the practice administrator washed their hands with anti-bacterial soap and water. Hologic has made multiple attempts at obtaining more info regarding the health of the medical assistant and practice administrator, but calls have not been returned.